Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, it was noted that the right atrial (ra) lead exhibited high capture threshold and high pacing impedance measurements. The ra lead was also found to have failed to sense. The ra lead was capped and replaced on 27 oct 2023 during a scheduled lead revision procedure. The patient experienced no adverse consequences throughout.